Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/20/2016 that on (B)(6) 2016, the smart device lost all data, including transmitter ID and activation date. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.